Event description:
A caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process. After the reset, the cgm error code did not appear again, and the caller successfully started their sensor session.